Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.25mm promus element plus drug eluting stent was advanced and implanted to treat the lesion. Stent looked ok post procedure and during a repeat angiogram. More than 12 months post procedure, the patient suffered from stent thrombosis resulting to left ventricular dysfunction (lvd). The patient had at this point stopped dual anti-platelet treatment as it was over 12 months post stent implantation. Target vessel revascularization was performed using a larger stent. No further patient complications were reported.